Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the implant battery was not increasing in charge after a car accident. During the call, patient mentioned they were still feeling the stimulation, but they were going to have to meet with their representative again because they felt stimulation in their belly after they met with the rep for reprogramming yesterday. Patient then said the stimulation was turned up because they weren't getting any stimulation on their right side since they were implanted. Agent documented information given during the call. The patient was redirected to their healthcare provider to further address the issue. Patient did not have another appointment set up with the rep yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.